Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a solitaire device fractured during a case. There was no injury to the patient reported or other event details reported at the time of the event.